Event description:
It was reported that the surgeon inserted an cq2015 three piece collamer lens and the lens tore during insertion. The lens was removed without enlarging the incision and there were no sutures required. Another cq2015 lens was implanted. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product showed that part of the optic and one haptic had been torn completely off. There was evidence of a clear surgical residue. Conclusion: (no conclusion can be drawn). Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval. (B)(4).